Event description:
The valve was implanted following MFR's suggestions. The valve was inspected for sutures on the struts with a mirror (surgeon's technique.) After coming off bypass the valve had severe central insufficiency with 2-3+ jet. At the time of explantation, no sutures were seen around struts.